Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt trunk cable was cut. The root cause for the damaged cable was physical abuse. No adverse event resulted from the damaged trunk cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that her electrode belt had exposed wires. The pt was issued a replacement electrode belt.